Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during a reversal ileostomy procedure, the gun got stuck during firing. They then replaced the reload. The same thing happened again with the second reload and the firing knob of the device broke during unlocking. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.